Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time and date were inaccurate, cause was unknown. There was no impact to the customer's blood glucose level. Customer corrected the pump time and date to resolve the issue. In addition, it was reported that the customer received a continuous glucose monitor error 42. Tandem technical support educated customer on how to reset the pump. Customer continued using the pump for insulin therapy.